Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the flanks on (B)(6) 2016 using coolcurve+ and to the upper abdomen on (B)(6) 2016 using coolcore. The patient developed paradoxical hyperplasia (pah/ph) in (B)(6) 2017 after treatment and was diagnosed in the flanks and upper abdomen. Ph was described as very firm and enlarged in the flanks. Definite enlargement of the right front abdominal region and tissue feels baggy/heavy and encapsulated.

Manufacturer narrative:
Corrected data d1 - brand name.

Manufacturer narrative:
Corrected data: h7., h.9. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the flanks on (B)(6) 2016 using coolcurve+ and to the upper abdomen on (B)(6) 2016 using coolcore. The patient developed paradoxical hyperplasia (pah/ph) in (B)(6) 2017 after treatment and was diagnosed in the flanks and upper abdomen. Ph was described as very firm and enlarged in the flanks. Definite enlargement of the right front abdominal region and tissue feels baggy/heavy and encapsulated.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the flanks on (B)(6) 2016 using coolcurve+ and to the upper abdomen on (B)(6) 2016 using coolcore. The patient developed paradoxical hyperplasia (pah/ph) in (B)(6) 2017 after treatment and was diagnosed in the flanks and upper abdomen. Ph was described as very firm and enlarged in the flanks. Definite enlargement of the right front abdominal region and tissue feels baggy/heavy and encapsulated.